Event description:
The user facility reported a 54-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had cp support was being prepped when the aic (automated impella controller) was found to be missing the purge disc/disc retainer. The aic was removed and replaced per the IFU (instructions for use) recommendations. The new aic was used for support.

Manufacturer narrative:
The impella device was received from the customer on 18-mar-2024 data review: logs are irrelevant to this complaint as the clinical staff only reported that the consoles purge disc retainer was found to be broken during prep. Device analysis: console was tested after arriving in fs. Upon examining aic for any visible defects, it was evident that the blue purge disc retainer was broken (see attached image). Before sending this console back to the customer, fs was instructed to replace the blue purge disc retainer [3001195], purge disc detect flag [3001198], and purge flag spring [3001196], validate sensor accuracy via section 12 of the pm procedure [0042-7309], and perform a full functional check on the console and optical system [0042-7316].